Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a lack of tremor control since being implanted. It was noted that the patient had a mixed system that had non-boston leads. High impedance measurements were observed, and reprogramming attempts were unsuccessful. The patient underwent an explant procedure to remove the entire system and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6) batch: 7060735 product family: dbs-adapters upn: m365db9218150 model: db-9218-15 serial: (B)(6). Batch: 7060739.